Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered 603 units instead of 60 units, resulting in the customer receiving a bolus reminder for an additional 25 units. The customer did not deliver the additional bolus. There was no reported impact to customer's blood glucose level.